Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial#(B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pain stimulation was inactive about a year because one day the patient went to charger their device and the device did charge and the patient turned stimulation off. Their physician was aware of their situation. The indications for use were spinal pain and other chronic/intractable pain of the trunk or limbs.

Manufacturer narrative:
Information suggests that the event is an adverse event and product problem. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Stim ins/battery/reduced capacity due to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.